Event description:
It was reported that, "there is more event in the revision surgery on (B)(6) 2011. The second event was that the center screw of the mac was came off during tightening the hex screw. So, the surgeon used another tool (hospital's) to tighten the screw, but it cannot be tightened. The spare mac was used instead of it and the procedure was completed. The surgeon needs the investigation result which shows why the screw was came off."

Manufacturer narrative:
Add'l info has been requested and if made available will be reported in a supplemental. Method, result, and conclusion codes will be made available following engineering eval.